Manufacturer narrative:
Block h6 imdrf device code a15 captures the reportable event of clip that did not detach after clamping on the wound. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly detached from the bushing but attached to the control wire, evidence of soft deployment. The device was returned without the over-sheath. Microscopic examination was performed, and it was found that the capsule bottom part was damaged. Additionally, the first activation was not performed. No other problems with the device were noted. The reported event of clip did not detach after clamping on the wound was not confirmed as the returned device showed that no deployment attempts were made to the device since no activation was found on the clip assembly. Additionally, it is possible that the clip was hit against a hard surface causing the damage on the capsule, this possible hit, lifted the locking tab, which function is to attach the clip to the bushing. Therefore, with this component lifted, there is not enough subjection between the clip and the bushing, causing the found problem of clip assembly being deformed. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip would not detach from the catheter. After pulling back and forth, the clip eventually fell off. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.

Manufacturer narrative:
Block h6 imdrf device code a15 captures the reportable event of clip that did not detach after clamping on the wound.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2023. During the procedure, after clamping the wound and advancing the handle, the clip would not detach. After pulling it back and forth, the clip fell off. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.